Event description:
It was reported that the bd insyte¿ IV catheter was found broken in the packaging with "fluff" found on the stylet during use. The following information was provided by the initial reporter, translated from spanish to english: "problems with the insyte catheter are reported to me today at the (B)(6) hospital. They report that for a couple of weeks they noticed that when opening the package the catheter was broken, as well as that another came out with fluff on the stylet. The head of the clinic mentions that at the time of puncture with the catheter there is resistance when sliding it into the vein, resulting in loss of access to the patient."

Manufacturer narrative:
Correction: the lot# has been provided by the customer. The following fields have been updated: d.2. Medical device lot#: 9220392. D.4. Medical device expiration date: 2024-07-31. H.4. Device manufacture date: 2019-08-21.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: according to the visual analysis of the sample photo, it can be seen that in a needle photo it is through the catheter and in another photo it can be observed that there is a ¿lint¿, it is worth mentioning that it was not possible to make an investigation in the batch histories and non-conformity as the batch number was not informed. Investigation conclusion: for needle defect through the catheter and foreign matter - confirmed: bd was able to confirm the claim. Although it is not possible to carry out an analysis of the batch history, history of non-conformities and maintenance history because the claimed batch is unknown, according to visual analysis of the sample photos, it was possible to confirm the claimed defects. Root cause description: based on the investigation the root cause of these defects cannot be determined since the since the batch is unknown which limited the investigations of the claimed defects. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd insyte¿ IV catheter was found broken in the packaging with "fluff" found on the stylet during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "problems with the insyte catheter are reported to me today at the san angel inn patriotism hospital. They report that for a couple of weeks they noticed that when opening the package the catheter was broken, as well as that another came out with fluff on the stylet. The head of the clinic mentions that at the time of puncture with the catheter there is resistance when sliding it into the vein, resulting in loss of access to the patient."